Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 20697049/20697049.

Event description:
It was reported that the patient was experiencing inadequate stimulation and was having difficulty turning the stimulation on. The patient underwent an explant procedure wherein all device components were explanted. All explanted devices were kept by the medical facility.